Event description:
Reportedly, the patient presented to the emergency department with dizziness. Upon examination of the device, high and low battery impedance warnings were observed, along with episodes delivering 0.0 j. Maneuvers were performed, revealing noise. The patient was admitted for lead removal.

Manufacturer narrative:
Please refer to the attached report analysis of the provided data revealed (dated 13 february 2026): - the subject ICD platinium vr 1210 s/n 0529di034, was implanted in 2015 with a rv lead volta manufactured by biotronik. - between 12 august 2025 and 13 february 2026, the rv lead impedance, the rv and svc coil continuity are unstable with some very low measures. 10 shocks were delivered since the device implantation. On 13 february 2026, according to the current programming fast ventricular tachycardia was detected, atp then shocks were delivered. An overload was detected on the last delivered shock. The shock correctly charged to 42j (as programming) but delivered only 31j (compared to 37j expected). Overload (i.e. The detection of low shock impedance) refers to a protection mechanism designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the ICD specifications. A short circuit could occur during a shock delivery when the lead insulation is compromised and in contact with the can. When overload is detected, the programmed shock energy is not delivered. On 16 february 2026, a reintervention occurred : - the volta df1 lead was replaced by a df4 model (and the volta lead was abandoned inside the heart) - therefore the ICD was replaced and disposed. As the ICD has not been returned, no further analysis could be performed. Based on available data, no issue is suspected on the subject ICD. The volta lead investigation is ongoing by the manufacturer of the lead (biotronik).

Event description:
Reportedly, the patient presented to the emergency department with dizziness. Upon examination of the device, high and low battery impedance warnings were observed, along with episodes delivering 0.0 j. Maneuvers were performed, revealing noise. The patient was admitted for lead removal.